Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a trans obturator tape (tot) and cystoscopy procedure performed on (B)(6) 2014, to treat stress urinary incontinence. As reported by the patient's attorney, during the procedure, a 20-millimeter sub-urethral incision with dissection was made deep to the fascia and to the space behind the pubic rami on either side. Bilateral incisions approximately 3cm was also made lateral to the clitoral hood. Curved trocar was passed on both sides as per obtryx protocol, passing through the obturator membrane, and then, medially as close to the bone as possible into the sub-urethral incision. However, the physician was unable to pass the distal old tape, and hematuria was noted. While checking through cystoscopy, it showed trauma at the bladder neck but no evidence of perforation. Additionally, it showed a fibrosed looking urethra. The needles repassed the cranial to old tape site after widening the dissection and mobilizing the tissue laterally and superiorly. Vaginal sulci were checked to ensure the epithelium was not button holed. Furthermore, the tape was pulled through ensuring that there were no twists in the tape, and sub-urethral gap was left. Moreover, cystoscopy was repeated and checked, and it was unchanged, urethra was unchanged and both ureters working sheaths were removed, and then tape position was rechecked. Deep #1 vicryl to sub-urethral fascia was done and then the incision was closed with #2 rapide.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.